Event description:
The device was placed on 7/19/96 in a cva (cerebral accident victim) pt. On 7/26/96, the pt experienced gi bleeding. An endoscopy was performed and it was noted the internal bolster had eroded into the abdominal wall and had made an ulceration. A bleeding ulcerated area at the site of erosion was noted. The feeding tube was removed endoscopically. A g-tube was placed and the balloon was used to tamponade the bleed. The pt's condition afterwards was reportedly good. No further details are available regarding the circumstances surrounding this event. Age at time of event listed as 65-68.